Event description:
A malfunction was reported with the t: slim x2 pump's battery not charging, which was indicated by a power source alert. There was no adverse impact to the customer's blood glucose level. The issue resolved itself without the customer needing to change charging supplies, and the pump began charging again with no further assistance required.